Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump and experienced an f-9 alarm (slide clamp alarm (software version 1.09 or later). The identified condition was before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, power on test and a review of the alarm log performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The insert slide clamp alarm was not identified, however an f-9 alarm was identified during visual inspection, power on and review of the alarm log. The cause of the condition was damaged slide clamp assembly. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.